Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82197232 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
During subclavian artery stenting, it was found that the 8.0mm x 29mm palmaz genesis peripheral stent on .035¿ 135cm opta pro over-the-wire (otw) percutaneous transluminal angioplasty (pta) stent delivery system (sds) could not be released as the balloon could not be opened normally. After replacement with a new palmaz genesis (pg) 8x29 stent, the operation was completed. There was no reported patient injury. The patient had right subclavian artery stenosis. The device was stored and handled per the IFU. The lesion was calcified and 85% stenosed. The vessel was not tortuous nor was the device used for a chronic total occlusion. There was no difficulty removing the product from the hoop, protective balloon cover, stylet or any of the sterile packaging components. There were no kinks nor other damages noted prior to inserting the product the product into the patient. The device prepped normally. Iodixanol ge contrast media was used with 100ml iodixanol to 60ml saline ratio. A non cordis inflation pump was used and was successfully used with other device. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve, inserting the balloon through the guide catheter nor advancing the balloon catheter through the vessel. The plunger did not depress into the syringe/indeflator when trying to inflate. The balloon did not inflate normally. There was no leakage noted from the balloon, shaft, hub, or unknown segment. The maximum inflation pressure was 12 atmospheres (atm). The balloon did not maintain pressure during inflation, however, neither the balloon or shaft burst. The device will be returned for analysis.

Manufacturer narrative:
During subclavian artery stenting, it was found that the 8.0mm x 29mm palmaz genesis peripheral stent on .035¿ 135cm opta pro over-the-wire (otw) percutaneous transluminal angioplasty (pta) stent delivery system (sds) could not be released as the balloon could not be opened normally. After replacement with a new palmaz genesis (pg) 8x29 stent, the operation was completed. The patient had right subclavian artery stenosis. The lesion was calcified and 85% stenosed. The vessel was not tortuous nor was the device used for a chronic total occlusion. There was no reported patient injury. The device was stored and handled per the IFU (instructions for use). There was no difficulty removing the product from the hoop, protective balloon cover, stylet or any of the sterile packaging components. There were no kinks nor other damages noted prior to inserting the product the product into the patient. The device prepped normally. Non-cordis contrast media was used with 100ml : 60ml saline ratio. A non-cordis inflation pump was used and was successfully used with other device. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve, inserting the balloon through the guide catheter nor advancing the balloon catheter through the vessel. The plunger did not depress into the syringe/indeflator when trying to inflate. The balloon did not inflate normally. There was no leakage noted from the balloon, shaft, hub, or unknown segment. The maximum inflation pressure was 12 atmospheres. The balloon did not maintain pressure during inflation, however, neither the balloon or shaft burst. The product was returned for analysis. A non-sterile genesis .035 8.0x29 135cm sds was received coiled inside of a clear plastic bag. Per visual analysis the balloon had not been inflated, with the stent still mounted on it. The unit was thoroughly inspected, and no damages or anomalies were observed. No other outstanding details were observed. Per functional analysis the inflator/deflator device was attached to the inflation port. Balloon inflation test was done applying positive pressure using an inflator/deflator device with the purpose of reach the rate burst pressure. The balloon was inflated, and the stent was expanded as expected. A product history record (phr) review of lot 82197232 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon-sds inflation difficulty - in patient¿ was not confirmed by analysis of the returned device as functional analysis was performed successfully. The exact cause of the reported event could not be determined. According to the safety information in the instructions for use ¿prior to stenting, the palmaz genesis peripheral stent on opta pro .035" delivery system should be examined to verify functionality and integrity. Recrossing a partially or fully deployed stent with adjunct devices must be performed with extreme caution. Do not attempt to remove or readjust the stent on the delivery system. To assure full expansion, inflate to at least the recommended nominal pressure as shown on the label. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. Under fluoroscopy, use the balloon marker bands and the radiopaque stent to position the stent centrally within the lesion. During positioning, verify that the stent is still centered within the balloon marker bands and has not been dislodged.¿ the device performed as intended and therefore the reported event could not be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time at this time.